Event description:
It was reported to philips that the system's monitor was unable to display the fluoroscopic image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's monitor was unable to display the fluoroscopic image. The complaint did not include further details about the nature of the issue. The philips remote service engineer (rse) stated that the customer confirmed that service was no longer required as the issue occurred once and did not occur again. Therefore, no work was performed by the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The evaluation method code was corrected.